Manufacturer narrative:
(B) (4). Engineering reported, "upon receipt of the device, a close visual inspection revealed no significant or unusual damage. The handle was in working condition, the inner sheath though curved was not kinked or damaged in any way that would suggest sheath failure. The tip was not damaged in any way. The outer sheath on the device when returned was curved in similar fashion to the inner sheath and did exhibit some damage at the tapered end which also is common. What was unexpected is that another outer sheath was returned with the device. This second sheath was not as severely curved as the first sheath but did exhibit similar damage at the tapered end but was found to be almost 1.5" shorter. Outside of the curved sheaths and the minor outer sheath tip damage, no other damage or anomalies were discovered." Engineering report, based upon the evaluation of the device, there is no evidence that the device malfunctioned due to any mechanical failure or manufacturing process error and was found to be in working condition. The curves in the sheaths though expected were a bit more extensive in this case and were located more towards the proximal end of the sheath. Typically the more severe curves are located at the distal end of the sheath as it makes the turn downward towards the heart. This seems to imply that in this case fairly aggressive force was applied prior to the distal end ever making that downward turn thus causing the type of curving we see here." None.

Event description:
Complaint report states, "ligation of right subclavian vein during use of 11 evolution. Open procedure to repair and finish removal of lead." Complete success.